Manufacturer narrative:
Correction: initial report inadvertently did not document device receipt date. Device was returned on may 24, 2016. Device returned to manufacturer: yes. Device evaluation: complaint device was returned for evaluation. Visual inspection of the return sample shows no anomalies to the product. The returned device flow test was within specification. The complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The manufacturing record review shows all product parts of this order number passed the flow test. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device testing, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). No patient involvement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor was testing the shunt before using it and used a syringe to test the drainage portion of the shunt; which, was blocked and the shunt shot off from the syringe. There was no patient contact reported.